Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at "500 mcg/day" and an unknown concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient went through withdrawal some time between (B)(6) 2016. It was known something was wrong because the patient was fussy around the holidays and the patient's tone increased. Additionally, the patient was having trouble with her hip at that time, however they did not know the cause. On (B)(6) 2017, the patient had medication withdrawn for her refill and "almost all" the medication was withdrawn. It was stated that the pump was malfunctioning since (B)(6) of 2016, however the doctor was not planning on removing the pump. No other volume discrepancies were noted to have occurred. It was stated that at the time of withdrawal, the patient's drug concentration was "65 mcg/day".

Manufacturer narrative:
The other relevant components include: catheter 8781 ascenda; serial number (B)(4); implant date: (B)(6) 2015, explant date: (B)(6) 2017.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 500 mcg/ml; 50mcg/day via an implantable pump. On (B)(6) 2017, it was learned that the patient¿s medical history included spastic quadriplegia, a left porencephalic cyst (with epilepsy status-post hemispherectomy); epilepsy; and a hemispherectomy, brain operation nos (brain operation); unknown date and current condition epilepsy. Concomitant products included clonazepam, oxcarbazepine, and lamotrigine. The patient weight was (B)(6). Case description: on (B)(6) 2017, a spontaneous report was received from a consumer regarding a female (age not reported) who was being treated with baclofen. On (B)(6) 2017, additional information was received from a physician which indicated an (B)(6) caucasian patient who was being treated with lioresal (baclofen). On an unknown date between (B)(6) 2016 (reported as at the time of withdrawal), the patient¿s treatment included baclofen at an unknown concentration and dose, per continuous infusion, intrathecally via the pump, for intractable spasticity and cerebral palsy. On an unknown date, sometime between (B)(6) 2016 (reported as around the holidays), after starting the product, the patient experienced withdrawal, which was clarified as the patient was ¿fussy¿ and had increased tone. At that same time, the patient had trouble with her hip which but they did not know what the cause was at the time. On (B)(6) 2017, the patient¿s pump was refilled and ¿almost all of the medication¿ was withdrawn. It was thought the pump was malfunctioning since (B)(6) 2016; it was noted at this time the lioresal ¿drug concentration was roughly 65 ¿g/day.¿ therapy dates (B)(6) 2015 /unknown. As of (B)(6) 2017, the cause of the reported events was not determined and no pump replacement procedure was proposed; the patient¿s treatment included lioresal at an unknown concentration at 500 ¿g/day. On (B)(6) 2015, the patient started treatment with baclofen. On an unspecified date (reported as 2 to 3 months prior to a pump refill on (B)(6) 2017), the patient experienced increased tone and was ¿fussy.¿ on (B)(6) 2017 a pump refill was performed and a device volume discrepancy was found when 4.8 ml was expected and approximately 17 ml was found in the reservoir. On (B)(6) 2017, the patient¿s treatment included lioresal at an unknown concentration, at approximately 70 ¿g/day; lot # cs0093. On an unspecified date, intrathecal baclofen was discontinued in response to the reported events. Interventions used to resolve the patient¿s issues included ¿injections and benzos¿ which had provided some relief, but the patient¿s increased tone had responded ¿incompletely¿ to injections with botox/phenol. The patient was not hospitalized in response to the reported events. As of (B)(6) 2017, a neurosurgical evaluation and possible implantation of a new pump were ongoing. The patient had a loss of effect from intrathecal baclofen (itb) over the past year (family moved from michigan to massachusetts at that time as well). X-ray showed a possible kink distal to the anchor. Catheter access port (cap) tap showed no cerebrospinal fluid (csf) flow. Surgical intervention occurred. In the operating room, there was no flow of csf when the catheter was disconnected from the pump. When the catheter was exposed at the spinal incision there was a kink noted in catheter tubing. Once the catheter was unkinked csf began to flow from the catheter. There was also tissue noted in the suture less connector but there was an observable hole within that tissue that allowed fluid through. The anchor and pump portion of tubing was removed and replaced. The spinal catheter was lowered to the t8 level as well. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump and a partial catheter were explanted and replaced. The explanted devices will be returned to the manufacturer. Patient status was alive - no injury and the issue was resolved. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device code (B)(4) also applies to this event.

Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type catheter the pump was returned for analysis. The pump logs indicated that the pump had been used to deliver baclofen (500 mcg/ml at 3.002 mcg/day). Pump analysis found no anomaly. The conclusion code (b(4) applies to the pump. If information is provided in the future, a supplemental report will be issued.